Event description:
It was reported that there was a left hip revision due to wear of the poly and loose acetabular component.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as pca 32mm 10 degree liner an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.